Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The patient experienced signal loss on (B)(6) 2024. Due to the signal loss the omnipod pump stopped working and was not providing enough insulin to the patient. The patient experienced severe vomiting but did not lose consciousness. She was with her friends during that time and was taken to the hospital by her driver. At some point they took a bg (blood glucose) reading which was 700 mg/dl. At the hospital, the patient was treated with saline and insulin and another fluid to help her potassium levels (IV medication). At the time of the event the patient was tired but fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.